Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead pacing impedance was 2,200 ohms. Technical services discussed this measurement was out-of-range. Sensing and pacing thresholds measurements were within normal limits. Post-implant, the impedance measurement was 1,800 in the unipolar configuration. The field representative confirmed that at the most recent device check on january 31 the rv pacing impedance measurement was 1,015 ohms, with averages of around 900 ohms observed. Sensing and threshold values remained good. The lead was programmed for unipolar/bipolar, and the physician had not retested the impedance in only bipolar configuration. The lead remains in service. No adverse patient effects were reported.